Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had as a backup, the notification of the warehouse area since 1 piece of the statlock was missing that corresponds to the invoice 9019864213 to please support us with the follow-up of the missing piece. The product was back labeled in the cedis at the cj level, but not at the piece level and 1 ea was missing, it was of quality.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had as a backup, the notification of the warehouse area since 1 piece of the statlock was missing that corresponds to the invoice (B)(4) to please support us with the follow-up of the missing piece. The product was back labeled in the cedis at the cj level, but not at the piece level and 1 ea was missing, it was of quality.